Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-jul-20. It was reported that there was a programming change, including a bridge bolus that was performed on (B)(6) 2018. The patient was receiving fentanyl (concentration and rate not known) prior to at morphine 25 mg/ml. Actual versus residual volume was not checked. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving mor phine [25 mg/ml] at a dose of 10 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2018 that the patient was admitted through the emergency room (ER) unresponsive. The hcp requested the patient's pump be turned down to minimum rate. It was suspected that the patient took oral medications that interacted (B)(6) with the device. The logs were read as troubleshooting and the logs were included with the report and showed the change to minimum rate. At the time of the report the issue was resolved and the patient status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.